Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hypoglycemia on (B)(6) 2026 and treated it by consuming sugar. No further information available.